Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (10 mg/ml at 1.2 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient was having their pump repositioned, as it was too mobile in the pump pocket. The event date was reported to be (B)(6) 2018. When the pocket was opened, about 100 ml of yellow fluid was present. It was reported the catheter was twisted/knotted up/tangled and had sheared off from the pump in the pocket. The remaining ascenda catheter was tied off and the pump was explanted; this occurred on (B)(6) 2018 as well. It was reported neither the pump nor catheter would be replaced. There was no issue with the pump and no active pump alarms. No contributing factors or diagnostics/troubleshooting were provided. The issue was resolved. The patient status was alive - no injury. The pump and catheter would be returned. No further complications were reported or anticipated. Images of the catheter and pump pocket during the surgery were provided. The images appear to confirm the reported allegations of catheter twist/tangle/knot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pump had previously flipped in the pocket and was unable to be refilled, but at the time of the surgery, the pump was not flipped.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified a broken catheter body and significant twisting of the catheter body that may have affected infusion. (B)(4). If information is provided in the future, a supplemental report will be issued.